Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent the surgery for trochanteric fracture of femur with the tfna in question, the surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on an unknown date that the cut-out had occurred. The removal surgery was performed on (B)(6) 2022. The removal surgery was completed successfully without any surgical delay. The surgeon has previously experienced cut-out with our products, tfna and pfna, and has doubts about the products. The surgeon has considered that there is no problem with his procedure. The surgeon wants to know incidence of cut-out in past three years. No further information is available. This complaint involves unknown devices unk - nails: tfna. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.